Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. A visual inspection was performed and no defects were found. The receive would not boot up. The receiver case was opened and an interior inspection found moisture damage. The reported event that the receiver ceased to function was confirmed. A root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/22/2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.